Manufacturer narrative:
It was initially reported that the explanted/exchanged pump would be returned for evaluation. Return of the pump was requested by the manufacturer; however, the pump was not returned for evaluation. The report of suspected pump malpositioning and outflow graft thrombus could not be confirmed. The report of low flow hazard alarms was confirmed based on the evaluation of the submitted log file; however, a root cause for the low flow hazard alarms could not be determined through this evaluation. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for analysis. It has not been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in a motor vehicle accident. The patient's heart failure clinicians determined that the accident had caused a hernia which may have malpositioned the pump resulting in frequent low flow estimation alarms and noticeable sustained lower flows than previous baseline. It was also suspected that thrombus formed in the outflow graft due to this incident. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.